Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13083. It was reported that the speed was fluctuating. The target lesion was located in the right coronary artery. A rotablator console and a rotalink burr were selected for use. During preparation, outside the patient's body, when the turbine pressure knob of the console was turned, it was noted that the speed fluctuated and reacted with huge delay. The set operational speed was 135,000rpm and maximum speed reached was 140,000rpm. The procedure was completed with rotablation and stenting. No patient complications were reported.